Event description:
The stryker aero-c device implanted in me by dr. (B)(6) on (B)(6) 2016 failed to promote fusion or maintain vertebral spacing and height leading to non-union, the complete collapse of multiple adjacent levels, and extremely dangerous impingement on my spinal canal/cord resulting in years of constant, severe chronic pain, functional limitations, revision surgery to repair and stabilize my cervical spine requiring fusion of 5-levels, and the neurosurgeon, dr. (B)(6), md stated, "due to the years of micromovement and loss of vertebral height, my spine looked like it had been through a woodchipper and I was in imminent danger of quadriplegia." I have been forced to apply for expedited reinstatement of my (B)(6) benefits and can no longer work full-time as a psychotherapist and lcsw as this has utterly destroyed my life. I am consulting attorneys, because dr. (B)(6) also left the entire bad disc in c6-c7 disc space placing the device behind it and shovin it into my spinal cord.